Event description:
On (B)(6) 2012, it was reported that this patient underwent complete revision due to generator battery depletion and lead discontinuity. A battery life calculation on (B)(6) 2012, indicated 1.26 years to eri = yes the explanted generator and lead were received on (B)(6) 2012 for product analysis. Product analysis for the lead and generator was approved on (B)(6) 2012. Product analysis of the explanted generator showed that during the analysis, there was no indication from the device that an end of service condition existed. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found. The lead assembly was returned for analysis due to the allegations of lead fracture. The reported allegations were verified. A break was identified in the positive coil. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred at the break location. Also, the appearance of one strand at the positive coil mating end indicates a stress-induced fracture has occurred; however, due to metal dissolution, mechanical distortion (smoothed surfaces and/or surface contamination, the fracture mechanism of the coil wires cannot be determined. Scanning electron microscopy of the positive coil exposed portion show that the coil was exposed to some type of electro-cautery tool. This was most likely caused during the explant/implant procedure. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. The lead assembly was returned for analysis in two pieces. The lead assembly had what appeared to be internal abrasions at multiple locations. Inspection of the first portion of the returned lead showed two sets of setscrew marks were seen on the connector pin, providing evidence that proper contact between the setscrew and the lead pin existed at least once. The lead connector had partial detachment at the ring/backfill interface. The reason for this condition is unknown. No adverse effect was identified on the device performance as a result of this condition. Abrasions were identified on the connector boot. The lead assembly has remnants of what appears to be body fluids inside the inner silicone tubing. No obvious point of entrance was noted other than the ends of the returned lead portions. Inspection of the second portion of the returned lead showed that abrasions most likely caused by the presence of a tie-down were identified. The lead assembly has what appears to be organic matter. A suspected coil break was identified in the positive coil at approximately 0.2 cm past the anchor tether. The anchor tether was tangled. When untangled, no anomalies were identified on the helix. An opening in the silicone tubing of the positive coil was identified. The appearance of the lead assembly suggests the lead coil was exposed to some type of electro-cautery tool at this location. The positive coil was kinked at various locations. The silicone tubing of the positive coil has what appear to be punctures at various locations. The negative coil is kinked/nicked at various locations. The silicone tubing of the negative coil has what appears to be puncture openings at various locations. The closest electrode to the bifurcation is damaged showing bends in the electrode ribbon and detachment of the electrode ribbon and suture from the silicone helix. The furthest electrode to the bifurcation is damaged showing bends in the electrode ribbon and detachment of the electrode ribbon from the silicone helix. Attempts for additional information have been unsuccessful.

Event description:
A fax from the physician was received on (B)(6) 2012. The physician stated that the patient had a malfunction of his vns with an increase in lead impedance noted more than five years after implantation. On this basis, the patient's family was advised that there was probably a lead discontinuity or fracture or that excessive scar had formed between the lead and the electrode, and in either case the system would need to be checked intraoperatively. Preoperatively, the surgeon obtained x-rays of the hardware, and no lead discontinuity was noted. At the time of surgery, the physician initially replaced the pulse generator and retested impedance, finding it to be still elevated. He then removed the entire existing hardware and performed neurolysis on the vagus nerve for removal of excessive scar. He placed a new electrode and connected it to the new pulse generator. A lead impedance check then showed "ok". Based up on these findings, the surgeon believed that the device began to malfunction because of excessive scar separating the nerve from the electrode and that the excessive scar had developed over the past five years since initial vns implantation; however, he could not rule out the possibility that there may have been a microscopic fracture of the electrode.

Manufacturer narrative:
Analysis of programming history. Device failure occurred, but did not cause or contribute to a serious injury or death.

Event description:
Information was received indicating that prior to the battery replacement the patient went into status and ended up in the hospital. Additional relevant information has not been received to-date.